Event description:
The attorney alleges that the customer was hospitalized due to diabetic complications, including diabetes ketoacidosis. It was stated that the customer continued using the insulin pump. As a result of alleged unspecified issues with the infusion set, the customer claims suffering physical injury and other damages. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.